Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: b3, b5 - updated event description and event date to capture the unknown date of event (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient's contact had initially called in to fresenius technical support to request assistance with cancelling setup of the liberty select cycler because the patient wasn't feeling well and was vomiting. There was no serious injury nor medical intervention reported. However, upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient had peritonitis. Multiple attempts were made to obtain additional information [e.g. Past medical history, discharge summary (if applicable), culture/cell count results, causality] have thus far proven unsuccessful. The date of the event is unknown and will be captured as (B)(6) 2020, based on the month when the customer initially reported feeling unwell.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the adverse event(s) of peritonitis, characterized by vomiting. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the patient¿s adverse events. Given the lack of causality, no product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or fmc cassette from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient's contact had initially called in to fresenius technical support to request assistance with cancelling setup of the liberty select cycler because the patient wasn't feeling well and was vomiting. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient had peritonitis. Multiple attempts were made to obtain additional information [e.g. Past medical history, discharge summary (if applicable), culture/cell count results, causality] have thus far proven unsuccessful.